Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product/lot combinations since their release for distribution. Lot codes were not provided for the associated bone screws. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.